Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Record is for right side. Device has been explanted.

Event description:
Healthcare professional reported deflation. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d2, d4, d6a, h4. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported deflation. Record is for right side. Device has been explanted.